Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, some fibers came off the suture while using. The fibers of the suture came out of it when sewing. The fibers entered into the surgical site and all visible fibers were removed, however, there was small chance that some little fibers were not removed. After all visible fibers were removed, the wound was closed with new suture. The patient was anesthetized longer by a few minutes due to this issue. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What tissue was being sutured when the fibers came off? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please provide further explanation on what is meant by the fibers came out of it when sewing. Did the suture fray when suturing during the initial procedure? It was stated that all visible fibers were removed during the procedure, however, there is small chance that some little fibers were not removed. What tissue/structure are the possible additional fibers located in? Are any plans in place to remove the fibers in future? If fibers remain retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for/removing the fibers? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Please describe any medical/surgical intervention required for this suture event including dates and results. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time of a few minutes? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.